Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the embolization coil detached in the microcatheter. The device was removed from the patient without incident. There was no reported patient injury or additional intervention.